Manufacturer narrative:
The investigation determined that lower than expected vitros psa results were obtained from a single patient sample on a vitros 5600 integrated system when compared to results obtained from a non-vitros siemen¿s method. The assignable cause is unknown; however, it is likely a sample related issue. The investigation determined the vitros psa reagent and vitros 5600 system were operating as intended. The same sample was also tested on a non-vitros abbott method and the result was concordant with the non-vitros siemens method. Therefore, it is likely the lower than expected vitros psa results is isolated to the specific patient sample, that likely contains an unknown sample interferent affecting the vitros assay, but not the non-vitros methods, although this was not confirmed. In addition, a method to method, and system to system variability must be considered as contributing to the event.

Event description:
A customer obtained lower than expected vitros psa results from a single patient sample on a vitros 5600 integrated system when compared to results obtained from a non-vitros siemen's method. Vitros psa results 2.76 and 2.77 ng/ml versus non-vitros siemens psa results 5.31 and 5.26 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer is not yet using the vitros 5600 system to report psa patient sample results and there was no allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).